Event description:
A health care provider (hcp) reported via a manufacturer representative that the contacts of the extension were damaged during the implant procedure when connecting the extension to the implantable neurostimulator (ins). No environmental, external or patient factors were reported. No diagnostics or troubleshooting was done. The extension was replaced and the issue was resolved. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Analysis of the extension found no significant anomaly. The proximal end of the extension was stretched. Electrical testing det ermined that continuity was complete and no electrical shorts were observed between circuits.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the damage to the extension contacts appeared after the extension was tunneled and implanted. The damage was visible when the extension was going to be connected to the implantable neurostimulator (ins).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.